Event description:
Lead and generator replacement. Previous lead had insulation break. ICD ultimately led to frequent inappropriate device therapy secondary to device oversensing. High voltage therapies were subsequently turned off. The pt presented to the emergency room with symptoms of progressive dyspnea, dizziness, lightheadedness and near syncope.